Event description:
It was reported that the patient complained of ¿feeling the pacing¿ whenever pacing occurred. It was further reported that there was diaphragmatic stimulation. Programming changes were made and the patient was unable to feel pacing and diaphragmatic stimulation was reported to be resolved. Additional information received indicated that diaphragmatic stimulation continued to occur when paced in the ventricle. The patient will be changed to atrial pacing only. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator (ipg): implanted: (B)(6) 2013. 4968 implantable pacing lead: implanted (B)(6) 2013. (B)(4).